Event description:
It was reported that cadd legacy pump alarmed double beep with cassette, during testing. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: product is beyond two years from manufacture date of 2020-02 and there was no indication of a manufacturing defect during the investigation, so a DHR (device history record) review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found fluid on the device. Functional testing found the reported problem was not duplicated during the investigation. During inspection, found fluid ingression on device of the chassis base which could be a possible cause of the issue. Downstream occlusion sensor will be replaced. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147., corrected data: d4: correction: model number: 6400